Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for 2 units of ar-4500, meniscal cinch¿, both anchors dropped out and the suture broke. This was detected during use in a right knee meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully as a 3rd ar-4500 was used. There was no patient harm and no secondary procedure needed. Ar-4515 was used as cutter/knot pusher.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Two unpackaged ar-4500 meniscal cinch¿, batch 15116180, were received for evaluation. Visual inspection: the devices arrived with trocar #1 and #2, along with detached sutures and the implant. Functional testing: testing was not performed because the sutures and implant were detached from the devices. Root cause analysis: the most likely cause of failure is attributed to misuse, such as prying or leveraging the device during use. The complaint allegation is confirmed refer to the investigation photos.